Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge the load process. The customer changed multiple syringe needles and multiple cartridges to resolve the issue. Customer¿s blood glucose was 117 mg/dl.